Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the tip of both instruments has been stripped. The screw wobbles and the instruments cannot use properly. The surgery was completed with 5-10 minutes delay. The patient outcome was good. This complaint involves three (3) devices. This report is for (1) unknown screws. This report is 3 of 3 (B)(4).